Event description:
It was reported that an ilet user pulled over while driving due to blurred vision and noted blood glucose of 183 mg/dl after not properly announcing for a larger-than-usual meal. Symptoms included hyperglycemia and blurred vision. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to announcing an incorrect size meal in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that unintended use error caused or contributed to the event.